Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects known. It was reported that the shock impedance for this system was 175 ohms. A review of device data by technical services found increasing impedances since implant since implant over three years ago. Some measurements were greater than 200 ohms. The doctor will do defibrillation testing to assess the system. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects known. It was reported that the shock impedance for this system was 175 ohms. A review of device data by technical services found increasing impedances since implant since implant over three years ago. Some measurements were greater than 200 ohms. The doctor will do defibrillation testing to assess the system. There were no adverse patient effects. The system remains implanted.

Event description:
It was reported that the shock impedance for this system was 175 ohms. A review of device data by technical services found increasing impedances since implant since implant over three years ago. Some measurements were greater than 200 ohms. The doctor will do defibrillation testing to assess the system. There were no adverse patient effects. The system remains implanted.